Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a circuit occlusion and extended high ppeak alarm on this ventilator device. The device trained customer reported that the suspect device/component was evaluated and determined that the likely issue was a railed transducer. The customer stated no patient involvement with this event.

Manufacturer narrative:
Vyaire medical's factory analysis lab was able to duplicate the customer reported issue. The customer was shipped a replacement of the defective product.